Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Additional information, including device details, has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. Device manufacturing records will be reviewed upon receipt of appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision of the right hip after 8 years and 9 months. The reason for the revision is unknown.